Event description:
A device report from (B)(6) indicates a legal claim from (B)(6) reported: patient involved in (B)(6) was implanted on (B)(6)-2008 with a ti lcp one-third tubular plate w/collar. During the rehabilitation program an x-ray showed the plate was broken and caused a sub-fracture on the patient's arm. Patient was returned to the operating room of a different hospital for removal of the broken plate and was revised to a different plate and screws on an unknown date.

Manufacturer narrative:
Product service. The investigation could not be completed, no conclusion could be drawn, as no product was returned.